Event description:
New information received notes that the lead could not be placed in the right atrium due to the patient's anatomy. The physician did not allege any malfunction on the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not be fixated in the atrial chamber. The physician tried several times to reposition the lead, but failed. The lead was exchanged and there were no adverse consequences reported from the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.